Manufacturer narrative:
Section e reporting institution phone #: (B)(6).

Event description:
The event occurred on march 27, 2023, in the special care nursery. During an onsite visit the philips customer service technician (cst) witnessed a speaker malfunction inop. The cst could not confirm if there was sound coming from the speaker. No adverse event to the patient or user was reported. The (cst) ordered a speaker to resolve the issue. After speaker replacement the device was returned to functional use with no further issues identified.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor blacked out after booting up. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. A philips customer service technician (cst) went onsite to evaluate the device in question. The (cst) confirmed the customer's alleged malfunction. The (cst) witnessed a "speaker malfunction" inop; however, could not confirm if there was sound coming from the speaker. The (cst) ordered mainboard and speaker to resolve the issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.